Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft appeared to be short during the endovascular aortic repair (evar) procedure. Planning for procedure was completed by the clinician and the cook sales representative. For the procedure, the following devices were planned: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt). Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt), placed on the left. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) placed on the right. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) placed on the right. The 76-year-old male patient underwent an evar procedure on (B)(6) 2025. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) was introduced from the left and implanted. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) was placed on the patient¿s right. It was reported that the device measured a total length of 90 mm (60 mm of useful length) and not the 112 mm as expected. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) was used to extend the seal zone on the right. It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) also appeared short, with a useful length of 53 mm. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) was implanted on the patient¿s left. This was despite the fact that a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) was planned. The physician wanted to use the longer length device (rpn: zsle-13-90-zt) to make sure he had the necessary 6 cm of sealing on the left side. The physician did not want to take the risk of being short on the left side. A competitor¿s balloon expandable stent was placed. A competitor¿s vascular ballon was also used in the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) that was planned for implantation on the patient's left but was not used due to the device appearing to be shortened. Additional instances of graft shortening have been captured in reports with patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b7 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Based on the evidence provided by the customer and the completed investigation, cook concludes that the device was manufactured to specification. It was reported that the physician made the decision to not use the reported complaint device, zsle-13-74-zt, and instead used a zsle-13-90-zt to complete the procedure. It is likely this decision was made based on the physician's personal preference and experience with the same-length device on the patient's right side during the procedure. There was no specific allegation made regarding the real or apparent size of either the zsle-13-74-zt device not used in this procedure or the zsle-13-90-zt that was implanted. Therefore, the complaint is not confirmed. The event is no longer considered a reportable event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.